Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels at night. Bg value could not be provided. Reportedly, bg levels were due to customer going through puberty and needing to adjust pump settings to correspond to hormonal changes. Bg levels were addressed via bolus using the pump.